Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that her settings were not set right. She had met with a manufacturer representative (rep) 2 weeks after implant and the rep set high density (hd) settings. On the same day, the patient started experiencing issues with these hd settings. She was feeling the tingling out not equally. If she increased stimulation for standing, it would jolt the patient out of her seat. She was also supposed to be able to set stimulation for sitting and lying but couldn't. The rep had instructed her to decrease stimulation. When she decreased stimulation, she stopped feeling stimulation in one position, but then she would sit down and start to feel stimulation in another position. It was reviewed that she should have access to another group of settings that were not hd and she believed that she didn't have that. It was reviewed that programming with the rep or healthcare provider (hcp) in person would be best. The patient was ready to tear the implant out. Additional information received from the patient on (B)(6) 2016 reported that they had experienced shocking and their device was not working and broken. These issues started with the implant. The patient had a return of pain 2 weeks prior to (B)(6) 2016. The patient's adaptive stimulation zapped them when they changed positions. The patient noted that their programmer was not functioning properly. The patient had trouble using their programmer and was told how to use the device but they thought it was confusing. They did not understand how to use their programmer and how to adjust it. They wanted to increase their stimulation in the standing position but decrease it in the lying position. When the patient laid down they would feel stimulation too much. The patient would jump out of bed but be unable to change their stimulation. The patient was in group b and thought group b was supposed to be high density programming but the patient did feel stimulation. Changing adaptive stimulation settings was reviewed with the patient. The patient was then able to decrease their lying position to 1.90v which felt comfortable. The patient also increased their stimulation to 2.20v in the upright position. The patient checked a few times and confirmed that it stayed on that setting. Later during the report the patient was not feeling stimulation in the upright position so they increased the stimulation again. The patient noted that they had been reprogrammed 3 times. The manufacturer representative had programmed other positions but the patient didn't even want to go in there because nothing worked. The patient was very frustrated by adaptive stimulation. The patient was implanted for spinal pain.